Manufacturer narrative:
The field service engineer (fse) serviced the unit. The fse discovered a hole in the tubing from wear at valve 115 (vl-115). The fse replaced the tubing and performed system verification. The fse tested all functions and all test results passed within specifications. The unit conformed to the manufacturer's published performance specifications. The customer has risk management/exposure control plan at the facility. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported clear fluid leaked from underneath the unit involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe), gloves. Patient results were not affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.